Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product, identified that it was fractured at the threads. No allegation or no issues with implant reported hence, unk biomet implant has been added to associated item. Functional testing could not be performed, since the device was fractured. Pre-existing conditions noted, on the per was none. However, screw was implanted on tooth location (B)(6) (universal). And placed for unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported devices was not available. However, zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iuniht), was performed for similar events. And no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur. And the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the iuniht screw broke. No issues with the implant reported. Patient will not need to return for additional appointments as the fractured iuniht screw was removed and they replaced it with a new iunihg screw. No damage to the implant reported. Tooth #19.